Manufacturer narrative:
(B)(4). Insulin pump received with pump error alarm loop during power up, problem isolated to mother board. Unable to perform self-test and displacement tests due to insulin pump error alarm.

Event description:
It was reported that the insulin pump had insulin pump error alarm. Customer's blood glucose value was 240 mg/dl. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated the alarm did not occur right after a battery change. Customer stated the alarm did not occur during priming. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.